Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electric and motor assembly.

Event description:
The customer reported that the insulin pump was exposed to moisture and no longer the device was functioning. The customer stated that she was in a boat while wearing the device. No further info was provided.